Event description:
It was reported that stent insufficient apposition occurred. The target lesion was located in the subclavian artery. A 5.0mmx19mmx90cm express sd renal/biliary stent was selected and advanced to treat the target lesion. During the procedure, it was noted that the stent did not fully deploy at the end. The physician then used another express sd to overlap the distal edge of the first stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).